Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the fallopian tubes and intramural aspects of the fallopian tubes are gray metal coils grossly consistent with essure devices") in a 41 year-old female patient who had essure inserted. The patient had a medical history of esophagogastroduodenoscopy in 2017, cholecystectomy in 2016, gastrectomy in 2015 and multiparous, endometriosis, abnormal uterine bleeding, polycystic ovarian syndrome, stomach pain and endometrial ablation. Previously administered products included: oral contraceptive nos and mirena. The patient had a family history of breast cancer and stroke. Concurrent conditions were listed as heavy periods, pelvic pain female and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimens: essure bilateral uterus, cervix, bilateral tubes.uterus, cervix, bilateral fallopian tube; hysterectomy and bilateral salpingectomy: serosa: unremarkable. Cervix: benign nabothian cysts and chronic inflammation, negative for dysplasia or malignancy. Endometrium: benign proliferative pattern endometrium and focal area of scar, suggestive of prior endometrial ablation procedure. Myometrium: adenomyosis. Right fallopian tube: multiple benign paratubal cysts. Left fallopian tube: multiple benign paratubal cysts. Grossly identified essure devices present. Gross description: the fallopian tubes are remarkable for multiple unilocular, smooth walled, clear watery fluid-filled para tubal cysts range from 0.2 to 0.8 cm in greatest dimension. Embedded within the fallopian tubes and intramural aspects of the fallopian tubes are gray metal coils grossly consistent with essure devices quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with device embedded. Medical history & lab data updated. Reporter, patient & product information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3188 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3188 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.